Event description:
It was reported that during implant the lead was opened the physician noted that the lead tip was bent, from the shock coil connection to the the distal end. The lead was not used and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)